Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician performed the defibrillation threshold (dft) test three times unsuccessfully. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were repositioned and dft testing was performed unsuccessfully twice more. The patient had to be externally rescued twice, thus the physician opted not to continue with testing. It was noted that the electrode impedance was within range at 70 ohms and the s-ICD position was posterior. The s-ICD therapy was programmed off and the patient was hospitalized. Three days later the physician opted to explant the s-ICD and electrode and implant a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead instead of performing dft testing again. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.